Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report # 400432917 we received two used easypump ii lt 270-27-s without packaging. The received samples were taken to a visual inspection. Sample 1 is quarter filled. Sample 2 is half filled. Damages that would lead to a malfunction were not detected at the samples. In addition, the samples were taken to a functional test respectively a leak test was carried out. Therefore the pumps were filled up to the nominal volume of 270 ml with nacl 0.9 %. Furthermore the flow rate of the pumps were tested. Nominal: 10 ml/h actual: sample 1: 15.6 ml in 1 h; 29.0 ml in 2 hrs; 149.1 ml in 17 hrs. Sample 2: 13.2 ml in 1 h; 23.1 ml in 2 hrs; 69.7 ml in 17 hrs. A too fast flow (as described by the customer) could not be determined at the received samples. Summary of root cause analysis: from bbm investigation, the slow flow rate were observed in sample 1 and sample 2. The slow flow rate of both samples could be due drug precipitation at the filter. However in order to address fast flow rate issued by customer, the filters of both samples were replaced by new filter and sent for flow rate test. From the flow rate result, the flow rate of the complaint sample was within the specification, hence we considered this complaint as not confirmed.

Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). The complaint is still within the investigation process. As soon as the final results are available, we will provide a follow up report. A review of the batch and manufacturing records revealed no abnormalities or nonconformities. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland): easypump was already empty after 12h